Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the allegation of possible infection and was getting hot. Reportedly, the patient felt that the crt-d got warm and can be felt when touching the patient chest. The patient called back due to the crt-d heats intermittently and smelled a burning sensation. The boston scientific technical services (ts) referred the patient to the clinic due to the allegation that the crt-d cuts off the blood flow into the patient neck then the arm went weak. No adverse patient effects were reported. The crt-d remains implanted.